Manufacturer narrative:
These issues were resolved for the customer by replacing the thermal unit.

Event description:
It was reported that the unit was in use on the patient for over 12 hours. Initially the device was cooling the patient and then the patient temperature dropped to 35.2 degrees when the therapy was changed to warm the patient with a target temperature of 37 degrees. After 90 minutes, the patient temperature was at 35.2 degrees and the device water temperature it was set to 40 degrees. It was reported that a power outage suddenly occurred and there was a power loss to all devices plugged into the same pendent. Power could not be restored to the device and another device was used on the patient to continue therapy.

Event description:
It was reported that the unit was in use on the patient for over 12 hours. Initially the device was cooling the patient and then the patient temperature dropped to 35.2 degrees when the therapy was changed to warm the patient with a target temperature of 37 degrees. After 90 minutes, the patient temperature was at 35.2 degrees and the device water temperature it was set to 40 degrees. It was reported that a power outage suddenly occurred and there was a power loss to all devices plugged into the same pendent. Power could not be restored to the device and another device was used on the patient to continue therapy.